Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized despite use of working tandem charging cable, wall adapter, different adapters, and different cables, and there was no shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider regarding backup insulin therapy, was instructed to place pump into storage mode and return it with a prepaid label, and technical support arranged shipment of replacement pump and instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.